Event description:
It was reported that the customer experienced high blood glucose levels without any symptoms of high blood glucose and that the insulin pump alarmed no delivery. The blood glucose reading was 400 mg/dl, which was treated with a manual injection. Upon troubleshooting, it was found that the insulin pump was working as designed and passed the high pressure test. The customer was advised to change the entire infusion set, reservoir and insulin. She reported that the cannula was occluded. Advised return of the infusion set for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.